Manufacturer narrative:
Upon root cause analysis and log reviews - the battery was unbalanced and caused the CT system to stop. The system was beeping and warning the operator of the impending fault, which the customer chose to overlook. Log files also show (along with collected image data) confirmation that all 17 slices were taken and 34 images (5x5) were created and archived in the patient browser. Post reconstruction will only produce 26 images as all the data did not have time to be written to the computer prior to the noted shut down. The battery has been replaced and the CT system is back up and fully operational. The CT system passed the daily calibration and qa check. No re-scanning was done for the patient.

Event description:
The omnitom computed tomography (CT) system was plugged in and was beeping before the start of the study. All the battery indicators showed significant charge levels however during the scan the system malfunctioned, continued to beep then shut off during scanning. When the customer plugged the scanner back in, it came back to life after a few reboots. The customer was able to move it back to storage. No user or patient injury reported.